Manufacturer narrative:
(B)(4). It was reported that the patient was admitted to the hospital for the hernia event on (B)(6) 2016. Actual occurrence date was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The type of hernia was unknown. The patient was admitted to the hospital for the hernia. Treatment was unknown. No further information provided regarding the outcome of the hernia event. At the time of this report, apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.